Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The physician made several attempts to cross the lesion with a taxus express2 2.5x20mm drug eluting stent. The device was withdrawn from the pt and damage was noted on the proximal edge of the stent. The lesion was predilated "a few more times" with a 2.0x12mm maverick balloon and another stent was placed. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As a unit has not been returned, an examination of the device could not be carried out to identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing records found that the device met material, assembly and product specifications. A CAPA has been initiated to address this issue. The most probable root cause of this defect can be attributed to operational context.